Event description:
Boston scientific crm received info that this implantable right atrial pacing lead dislodged one day post implant. To date, there have been no reported pt symptoms associated with this clinical observation.